Manufacturer narrative:
Technical evaluation: there is a large symmetrical ovalization of the distal segment between 3.0 and 3.5cm from the tip. In addition, the previously observed handling damage caused a crinkled flat-spot between 6.8 and 8.5cm from the tip. Conclusion: the incident is confirmed as reported. The physician stated that he successfully completed the coiling case, therefore, the damage to the tip of the catheter was not severe enough to cause a problem during the case. The physician also stated that he did not notice the damage until the end of the case when he inspected the catheter. This damage is consistent with the damage we would expect to see after neurons are used in a case. The DHR of this manufacturing lot has been reviewed. As per FDA guidance on 08/28/2009, catheter kinks are reportable incidents. A review of the device history record (DHR) was completed on part # 2314-03, (lot # l15425). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
The physician navigated a neuron 070 into the proximal portion of right petrous ica for a coiling procedure. The case went extremely well and the neuron platform was very stable throughout the procedure. When the physician removed the neuron and inspected the catheter, he observed a slight deformity near the distal tip of the neuron.